Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4)). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by (B)(4) confirmed following defects. There were a lot of scratches in the biopsy channel. U/d knob was leaky. Two lg lenses were cracked. C-cover was damaged. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
In order to perform a validation test of the olympus endoscope reprocessor, etd3 plus paa, the 2 scopes ((B)(4)) were reprocessed with the etd3 then sent to an independent laboratory for culture test. The result revealed that 8cfu unspecified microorganisms were detected from the biopsy channel, 1cfu unspecified microorganism were detected from air/water channel, and enterococci from the distal end. The facility also informed that the device, (B)(4), tested negative. There was no report of infection associated with this report.